Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8781, lot# n656022001, implanted: (B)(6) 2017, product type: catheter.

Event description:
On (B)(6) 2017, information was received from a foreign healthcare professional (hcp) via daiichi regarding a patient receiving gabalon (unknown concentration, dose 150 mcg/day) via an implantable pump used for "ham". On (B)(6) 2017, the patient went to the hospital due to a critical alarm ringing from the pump. The logs were checked and it was determined that "the medicine in the pump was gone". The patient's condition was "not changed". The pump was filled with physiological saline and the patient's spasticity was controlled by oral administered drugs. A refill ofthe pump was scheduled for (B)(6) 2017. The attending physicians assessment noted that the patient's dose was increased after a refill on (B)(6) 2017 and the critical alarm occurred because the healthcare professional (hcp) did not change the original refill date ((B)(6) 2017). On (B)(6) 2017 additional information was received from a foreign rep. Clarification was requested for the statement, "although the physician increased the dose after refill on (B)(6), the critical alarm rang because the physician did not change the original refill date on (B)(6)." The rep was asked, "does this mean the hcp did not update the refill date for the pump on the date the refill occurred ((B)(6) 2017)?" And responded with "yes, this is correct". The rep was also asked, "or, was the pump updated accurately on (B)(6) 2017 and the new refill date was not provided to the patient?" And the rep responded, "resulting in the patient missing a refill and coming in with an empty pump." On (B)(6) 2017, additional information was received. Information reported the patient was being treated for htlv-1 associated myelopathy (ham). Additional clarification was received for the statement, "hcp did not change the original refill date". It was stated, "it does not mean that the refill date was changed by the physician. The physician did not tell the patient the changed refill date after the dose increase."